Manufacturer narrative:
Lot #: the lot number provided does not match the catalog number given. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device other than the needle tip or insertion site. The following information was provided by the initial reporter. The customer stated: blood leakage out of the safety valve of the bd safety-lok blood collection set during use.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/15/2021. H.6. Investigation: bd received 30 samples from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device other than the needle tip or insertion site. The following information was provided by the initial reporter. The customer stated: blood leakage out of the safety valve of the bd safety-lok blood collection set during use.